Event description:
It was reported that the device was explanted after an implant duration of approximately 119 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis. No other details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested; however, it was not provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.